Event description:
The health care provider stated the pt had liquid stool for "some time". Five days post-insertion, the device was reportedly "bypassing" the stool (liquid stool was leaking outside of the system) despite regular flushing. The balloon was deflated by removing 20 milliliters of water. The device was repositioned and 45 milliliters of water was inserted into the balloon. The "bypassing" continued and the device was deflated for removal. Upon deflating, 140 milliliters of fluid was extracted from the balloon.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt or event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the mfg and expiration dates and the specific mfg site. (B)(4).